Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose value of more 500 mg/dl. The customer¿s current blood glucose level was 335 mg/dl and the blood glucose level that the time of incident was more than 500 mg/dl. The customer declined troubleshooting. The customer was treated with insulin drip and insulin injections. The customer reported significant events leading to hospitalization like stroke. The customer reported reason of hospitalization was due to weakness which they found out it was due to stroke. The insulin pump will not be returned for analysis.